Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
During operation the surgeon removed scissors to introduce another forcep. Scrub nurse immediately noticed that the blade for the scissors was still inside the pt. The surgeon was informed, a search took place and nothing was found in the abdomen. Surgeon insisted that an x-ray should be taken, later, when pt will go to recovery. On x-ray, a piece of the scissor end showed and, the surgeon instructed the pt to go back to the ward and he would speak to him. Next morning, another surgeon removed the scissor blade. The pt was comfortable about that.